Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 (type ii bone) in site # 20. Primary stability was achieved. Osseointegration was not achieved. An infection was involved in the event. The clinician states that the implant was removed due to infection and rejection of the implant. The implant was removed on (B)(6) 2013 due to pain, numbness, pus. Medical history: no significant findings.